Event description:
During an elective procedure for a femoro-popliteal by-pass, the pt experienced an allergic reaction to the prosthesis. There was a certain amount of lymphatic liquid surrounding the graft. The physician did not believe that the event would lead to either death or serious injury. The procedure was not prolonged for a suficient time to expose the pt to a significant risk, but the physician had to explant the prosthesis and "punction" the leg. The physician did not know whether the event was caused by vascutek product.